Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The valve calcification was confirmed based on medical record provided. Available information suggests patient factors (renal failure) likely contributed to the event as patient has a history of end stage renal disease (ersd) and renal dysfunction. According to the technical summary, evaluation of reported complaints of calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9600tfx 23mm sapien 3 transcatheter heart valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 years and 5 months due to unknown reasons. A surgical valve was implanted. No additional details were provided.

Event description:
Per medical record received, prior to explant the patient's sapien 3 transcatheter valve exhibited stenosis and regurgitation, diagnosed as early tavr failure, with no symptoms reported. The pathology report indicates the valve was calcified. The patient underwent thv explant, avr, and ascending aortic replacement with 26 mm straight graft. The patient tolerated the procedure well and was transferred in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: corrected b1, additional information added to b5, additional information added to b7, corrected h6 device code, and additional code added to h6 type of investigation.